Manufacturer narrative:
Analysis identified a circumferential fracture at the distal end. A distal circumferential fracture has the potential for forward firing. The metal cap exhibited severe charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
The fiber was returned without a reported allegation. Analysis of the returned device identified a circumferential fracture. A circumferential fracture could lead to forward firing.